Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the moderately tortuous iliac vein. A 16-6/5.8/75 xxl esophageal balloon dilator was advanced for dilatation. However, during second inflation at 4 atmospheres for 5-10 seconds, the balloon ruptured. The device was removed from the patient fully intact and the procedure was completed with a second 16x6 xxl balloon. There were no patient complications reported.